Event description:
It was reported that the stylet was unable to be removed on an 18g spinal needle. The provider had to re-stick the patient using another needle.

Manufacturer narrative:
It was reported that the stylet was unable to be removed on an 18g spinal needle. The provider had to re-stick the patient using another needle. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.